Manufacturer narrative:
H11: corrective data corrected section h6: result code (180)

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4).  Av disruption (disassociation) is a dreaded and often fatal complication. This is an extreme form of posterior lv rupture where a portion or the entire posterior left atrium separates from the left ventricle. The risk of this occurrence is greatest in patients with extensive calcification in the posterior mitral annulus and leaflet. This finding is common in elderly patients undergoing mitral valve surgery and is evident by preoperative imaging, including echocardiography and cardiac catheterization. Chest computed tomography without intravenous contrast can be useful in quantifying the degree of posterior mitral annular calcification (also known as mac). Av disruption (disassociation) is usually related to vigorous traction or debridement of the posterior leaflet of the valve or to calcium excision in a calcified posterior leaflet. This can cause separation of the av groove, leading to massive hemorrhage upon separation from cardiopulmonary bypass. This complication is prevented by understanding the pathologic process of calcification of the mitral annulus and avoiding rupture by either placement of traction sutures on the edge of the posterior leaflet or by very careful calcium debridement only in isolated spots. A safer procedure may be to attach the prosthesis to the atrial wall, leaving the entire calcified mass intact. This approach may result in a smaller valve area but a successful operation. When this complication occurs, valve prosthesis is removed and the ventricle is re-approximated to the left atrium with felt strips. Often, a pericardial patch is used to cover the defect and the valve sutures are now placed into the pericardial patch. Nevertheless, this complication carries a high mortality. As stated above, av groove disruption (disassociation) is typically not device related.  In this case, it appears that sizing issues may have caused or contributed to this event. The surgeon initially selected a 29 mm valve and downsized to a 27 mm valve after the av disruption was noticed. There is no allegation or evidence of a device malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported through implant patient registry that a 29mm 7300tfx mitral valve was explanted at implant due to av groove disruption. Per the medical records, there were severe scarred mitral valve leaflets with complete fusion of the subvalvular apparatus, retraction of the papillary muscles, and mild calcification of the posterior annulus. A 29mm 7300tfx was implanted without difficulty. The prongs appear to be well seated and clear of the lvot with no central leak. The patient was weaned off the cardiopulmonary bypass; however, at the time of removing the cannulas, a significant amount of bright blood coming from behind the heart was observed. The cardiopulmonary bypass was resumed. The valve was removed and the subangular portion of the posterior leaflet was inspected right behind the remnants of the posterior leaflet. An av groove disruption was identified as the level of the posterior annulus along the a2, p2, and p1 towards the annulus of the native aortic valve. The av disruption was repaired with a bovine pericardial patch. The explanted valve was replaced with a 27mm 7300tfx with the lvot clear of the prongs. Tee assessment showed normal lvef, mildly decreased rv function, and no paravalvular leaks around the mitral valve with a mean transvalvular gradient of 2 mmhg. There was no bleeding at this point. The patient was transported directly to the ICU from the operating suite in critical, but stable condition. The patient was discharged pod #11. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional ¿customer complaint.¿ the information reported may or may not be related to the edwards device.